Event description:
It was reported that the universal oscillating saw attachment had 7 pins of the saw blade shaft broken. There was no patient harm; however there was a delay in surgery for approximately 15 minutes.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.